Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event. This complaint is being reported under 0001825034-2019-03172.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products¿ vanguard posterior stabilized e1 antioxidant infused tibial bearing 14mm x 71/75mm catalog #: ep-183744 lot #: 356330, regenerex primary tibial tray with locking bar 71mm catalog #: 141273 lot #: 590690, regenerex series a 3 peg patella 31mm catalog #: 141356 lot #: 561780, vanguard posterior stabilized open box femoral component left 65mm catalog #: 184528 lot #: 097110. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 001825034-2019-03169, 001825034-2019-03170, 001825034-2019-03171, 001825034-2019-03172, 001825034-2019-03173. Investigation incomplete.

Event description:
It was reported that the patient is alleging harm caused by the device following knee arthroplasty; however the nature of the harm is unknown at this time.